Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. It was noted the customer was not following the tube manufacturer's recommendation for centrifugation time. This may have affected the sample quality and contributed to the issue.

Event description:
The customer received questionable ion selective electrode (ise) sodium results for an unknown number of patient samples over several days. The reported results were questioned by a provider. Of the data provided, only the results for five patient samples were discrepant and reported outside the laboratory. Sample 1 initial result was 153 mmol/l and was reported outside the laboratory. The repeat result was 152 mmol/l. After recalibration, the result was 139 mmol/l. The result from a cobas c501 at another site was 144 mmol/l. A corrected report was issued. Sample 2 initial result was 147 mmol/l and was reported outside the laboratory. The result after recalibration was 134 mmol/l. The result from a cobas c501 at another site was 137 mmol/l. A corrected report was issued. Sample 3 initial result was 142 mmol/l and was reported outside the laboratory. The repeat result was 142 mmol/l. The result after recalibration was 129 mmol/l. The result from a cobas c501 at another site was 133 mmol/l. A corrected report was issued. Sample 4 initial result was 146 mmol/l and was reported outside the laboratory. The repeated result was 146 mmol/l. After recalibration, the result was 134 mmol/l. The result from a cobas c501 at another site was 137 mmol/l. Sample 5 initial result was 152 mmol/l and was reported outside the laboratory. The repeat result was 155 mmol/l. After recalibration, the result was 140 mmol/l. The result from a cobas c501 at another site was 144 mmol/l. There was no adverse event. The sodium electrode lot number was 21540647 with an expiration date of 11/14/2014. The field service representative was unable to determine a cause and could not duplicate the problem. He checked the ise performance and as a preventative measure replaced the sodium electrode, ise tubing, and mix tower. He ran a pipetting accuracy check with results within specifications and found the ise performance check was good. He ran an ise precision check which was good. The customer ran calibration and qc with results within expectations.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.